Event description:
During the week on (B)(6), representatives of exactech, inc. And exactech spain conducted an in person site visit with (B)(6) hospital. As a result of that site visit and at exactech's request, the hospital provided a retrospective excel listing of revision related to polyethylene wear that have been performed since 2010. These cases have not previously been reported to exactech as complaints. On 28-nov-2023 updates to the excel listing were provided. This patient (B)(6) was implanted with a 200-73-09 cr tibial insert sz 3, 9mm, slope ++, serial number: (B)(6) on (B)(6) 2015. The insert was manufactured on 9/5/2013 and was packaged in a vacuum bag with no evoh. The insert was manufactured on 9/5/2013 and was 1.40 years of shelf age at the time of implant. Patient was revised on (B)(6) 2022, approximately 7.68 years post implant. Globulous and swollen knee. Polyethylene disease. Implants anchored to bone. No additional details are available at this time.

Manufacturer narrative:
H3: pending investigation. D10: 3608980 02-012-45-3030 - bandeja tibial logic fit 3f/3t. 3677269 232-02-03 - comp. Femoral asimetrico poroso cr nº3 izq. H7: z-0019-2022.

Manufacturer narrative:
H3: the revision reported may have been due to third body wear, patient-related conditions, instability, and/or malalignment between the femoral and tibial components, which led to prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed as the device was not available for evaluation and images of the explanted device /radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were corrected: h6 clinical code, h6 component code, h6 investigation findings, h6 investigation conclusions.